Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0322645. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by your facility. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported intima-ii y 22gax1.00in prn/ec slm had leakage issues. The following information was provided by the initial reporter, translated from (B)(4): "when the high-pressure syringe was connected for a test injection of the drug solution, the indwelling needle tube broken and the drug was spilled on the patient and the machine."